Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02312. The pt received her scs system which included an ipg and two lead extensions (of the same lot). It was reported the ipg and extensions were explanted and replaced as the extensions had pulled out of the ipg header. As a result, fluid had ingressed into the open header ports. Follow up on the pt found no further issues reported.